Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. The consumer was unwilling to provide the surgeon's contact information; therefore, no follow-up was conducted. (B)(4).

Event description:
A consumer reported that ten days following intraocular lens (iol) implant surgery, he is experiencing glare, halos around lights, and is seeing shadows around people. In a follow-up with the consumer, he reported his symptoms continue. The consumer was unwilling to provide the surgeon's contact information; therefore, no follow-up was conducted.